Event description:
Caller reported a malfunction on the pump, likely involving extreme temperatures and magnets. There was no reported impact to the customer's blood glucose level. Customer received pump reset information from customer technical support, who assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurred.